Event description:
Info received indicates the head of the bed will not remain in the raised position. The head section is drifting down slowly.

Manufacturer narrative:
The tech isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.